Event description:
On (B)(6) 2026, after the patient was successfully anesthetized, the right radial artery was selected for invasive arterial blood pressure monitoring. Following successful arterial puncture and catheter placement, the needle cone was withdrawn, and the red switch was advanced; however, the switch failed to seal the catheter, and blood continued to flow out of the introducer needle. A tourniquet was immediately applied to compress the proximal end of the artery, and the arterial pressure sensor was connected.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.